Manufacturer narrative:
The device has not been returned for product analysis to date. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that during the implant procedure, they were unable to program the device as the programmer touch screen froze. Another programmer was available for use and the procedure was able to continue. It was noted that the procedure was slightly longer than planned, but there were no adverse patient effects due to the frozen touch screen. The programmer is expected to be returned. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that during the implant procedure, they were unable to program the device as the programmer touch screen froze. Another programmer was available for use and the procedure was able to continue. It was noted that the procedure was slightly longer than planned, but there were no adverse patient effects due to the frozen touch screen. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on, and it was confirmed the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer's logfile was downloaded; data review revealed an error code was recorded. The error code was unable to be replicated in the laboratory setting. This specific error code can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence can result in the display of an error code; the guidance is to re-boot the programmer system. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.